Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they would frequently turn the stimulator off at night and now the stimulator wasn't turning back on. Pt did not see a message saying that stimulation was off on the main therapy screen. Pt saw group a surrounded in green. Patient services (pss) reviewed with the pt that the stimulator was on. Pt said that they went to recharge the ins and the ins hadn't used any power at all. Pt said that the ins was usually at like 50% when they recharged the ins at night. Pt said that they hadn't decreased the therapy settings. Pt was not feeling stimulation. Pt hadn't tried increasing the stimulation, so pt said that they would try increasing the stimulation. Pss redirected pt to hcp to further address the reported issue, however pt said that hcp retired so they didn't have a managing hcp. Pss offered to e-mail the pt a physician listing, and pt accepted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.